Manufacturer narrative:
Quality safety evaluation received on 11-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-may-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous and medically confirmed case report, received via health authority, refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and a CT performed 5 months after placement revealed that distal end of right device seemed to have extra uterine location; protruding 1 cm from anterior surface of uterus. Then, a laparoscopy with salpingectomy was performed and in the proximal end of right fallopian tube it was observed an ending of essure sticking out. This event, interpreted as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. Essure dislocation towards distal end of fallopian tubes or abdominal cavity may occur. Although in this case, the exact date and mechanism of this dislocation were not known, considering the events nature and positive temporal relationship, causality with essure use cannot be excluded. Since intervention was required, this case is regarded as incident. The product technical analysis was received and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# (B)(4)) in (B)(4) on 04-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On (B)(6) 2015 a hysterosalpingogram was performed. It was observed migration of left essure device which was located on uterine cervical isthmus, being left fallopian tube permeable. Also was observed that right essure device was correctly placed. On (B)(6) 2015 a pelvic CT was performed, in which only the right intrauterine device was located, which distal end seemed to have extra uterine location, protruding 1 cm from anterior surface of uterus. On (B)(6) 2015 a laparoscopy was performed. Coagulation and cutting of left fallopian tube were done and essure device was not observed in that location. Also partial right salpingectomy was performed, in the proximal end of right fallopian tube it was observed an ending of essure sticking out. Company causality comment: this spontaneous and medically confirmed case report, received via health authority, refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and a CT performed 5 months after placement revealed that distal end of right device seemed to have extra uterine location; protruding 1 cm from anterior surface of uterus. Then, a laparoscopy with salpingectomy was performed and in the proximal end of right fallopian tube it was observed an ending of essure sticking out. This event, interpreted as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. Essure dislocation towards distal end of fallopian tubes or abdominal cavity may occur. Although in this case, the exact date and mechanism of this dislocation were not known, considering the events nature and positive temporal relationship, causality with essure use cannot be excluded. Since intervention was required, this case is regarded as incident. Technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.